Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 269 mg/dl. Tandem technical support instructed the customer to prime the tubing until the air was removed.